Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon inflation port was punctured. The balloon, subsequently did not remain inflated post-insertion. The foley allegedly slipped out of patient requiring re-catheterization a few hours post-op.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a hole/tear in the inflation arm. The hole/tear allowed the sample to leak. The balloon was intact. Unable to determine if the hole/tear occurred prior to or after use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon inflation port was punctured. The balloon, subsequently did not remain inflated post-insertion. The foley allegedly slipped out of patient requiring re-catheterization a few hours post-op.